Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. In february 2019 the device had an estimated eight years of longevity; however, the explant indicator was recently reached. The pacemaker was successfully replaced and is expected to be returned to the manufactuer for analysis. No additional adverse patient effects were reported

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. In (B)(6) 2019 the device had an estimated eight years of longevity; however, the explant indicator was recently reached. The pacemaker was successfully replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.